Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose level of 1.6 mmol/l. Customer stated that they slept without continues glucose monitoring machine. Customer treated low blood glucose level with food. Customer wanted new transmitter. It was unknown if customer was using auto mode. Customer declined troubleshooting for low blood glucose. The insulin pump will be return for analysis.